Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 23-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted (lot no. 772501) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. In 2012 she experienced dyshidrotic eczema ("I have had dyshidrosis on my right foot"). In 2015 she experienced genital haemorrhage (seriousness criterion intervention required). On unknown dates she experienced haemorrhagic cyst ("I have some haemorrhagic cysts"), tension ("tension") and fatigue ("a lot of fatigue") and was found to have blood cholesterol increased ("cholesterol"). The patient was treated with surgery (a hysterectomy of my uterus and left ovary). Essure treatment was not changed. At the time of the report, the genital haemorrhage had not resolved. The outcomes for haemorrhagic cyst, dyshidrotic eczema, tension, blood cholesterol increased and fatigue were unknown. No causality assessment was received for essure with regard to genital haemorrhage, haemorrhagic cyst, dyshidrotic eczema, tension, blood cholesterol increased or fatigue. The reporter commented: I had several treatments to try to stop the bleeding that did not work. I therefore had a hysterectomy of my uterus and left ovary without the removal of the essure being reported to me. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 23-may-2024. The most recent information was received on 03-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted (lot no. 772501) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. In 2012 she experienced dyshidrotic eczema ("I have had dyshidrosis on my right foot"). In 2015 she experienced genital haemorrhage (seriousness criterion intervention required). On unknown dates she experienced haemorrhagic cyst ("I have some haemorrhagic cysts"), tension ("tension") and fatigue ("a lot of fatigue") and was found to have blood cholesterol increased ("cholesterol"). The patient was treated with surgery (a hysterectomy of my uterus and left ovary without the removal of the essures). Essure treatment was not changed. At the time of the report, the genital haemorrhage had not resolved. The outcomes for haemorrhagic cyst, dyshidrotic eczema, tension, blood cholesterol increased and fatigue were unknown. No causality assessment was received for essure with regard to genital haemorrhage, haemorrhagic cyst, dyshidrotic eczema, tension, blood cholesterol increased or fatigue. The reporter commented: I had several treatments to try to stop the bleeding that did not work. I therefore had a hysterectomy of my uterus and left ovary without the removal of the essures being reported to me. Lot number: 772501, manufacture date: 2010-08, expiration date: 2013-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-jun-2024: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.